Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an episode of elevated pacing threshold potentially due to a micro-dislodgement of the left ventricular (lv) lead. The device was reprogrammed and the patient was stable.

Event description:
Additional information was received. During a follow-up appointment, there was a loss of capture on the left ventricular lead. The device was reprogrammed to resolve the event and the patient was stable.